Event description:
It was reported that a patient underwent a myomectomy procedure in 2009. During the procedure, the motor drive unit started flashing. The blade rotation was not effective and the blade could not cut. The handpiece was vibrating and the blade seized. A second handpiece was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 03/11/2009. Blade seized/stopped. Conclusion: the actual device involved in this event was returned for evaluation. Evidence that the device had been used in a procedure was observed. Liquid was observed in the air tube of the pillow. Initially, the pillow did not work when activated due to the fluid. However, once the fluid was cleared from the pillow, it operated as intended. When the returned main housing was tested with the returned trigger and a "known good" trigger, the device operated as intended. The motor drive unit did not flash or stall at any time during the evaluation.